Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID 3890, product type lead.

Event description:
Information received from an unknown foreign healthcare professional reported that there was a technical issue and lead breakage. The event occurred at follow-up. Event management included replacement of the lead. The event resulted in hospitalization.

Manufacturer narrative:
The implant date of the other applicable component (the lead) has been updated to (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.